Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 50 mg/dl. The customer also reported that, the sensor had change sensor and calibration not expected alarm. This morning inserted a new sensor an today, intermittently cutting out. Sometimes no transmitter signal, then back online. Wednesday, inserted a new sensor then found out it had blood. Thursday inserted new it was not working properly. Then this morning it works intermittently. Customer would not like to continue troubleshooting site issue. The device will not be returned for analysis.